Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-nov-2019 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All keypad buttons responded appropriately to button presses. The complaint of a keypad button response issue was not duplicated. The keypad was removed and contamination was found under the all button contacts. The pump was opened and evidence of moisture corrosion was found on the back side of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.